Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 3/21/2026. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge.